Event description:
It was reported that stent migration occurred. The target lesion was located in iliac vein. A 16x60/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, post deployment, the stent migrated to the atrium. The device was forcibly removed using a forceps. The procedure was not completed due to this event and there were no patient complications reported. The patient status was stable.

Event description:
It was reported that stent migration occurred. The target lesion was located in iliac vein. A 16x60/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, post deployment, the stent migrated to the atrium. The device was forcibly removed using a forceps. The procedure was not completed due to this event and there were no patient complications reported. The patient status was stable. It was further reported that the lesion stenosis was 85% and that the vessel was sized correctly.